Manufacturer narrative:
UDI# (B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. It was reported the screws were discarded, therefore no product is available for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during the fixation of a fractured maxilla the surgeon tapped and drilled the hole prior to inserting the screw; however three screws fractured. The broken screws were removed from the patient. The surgeon prepared the holes again and inserted new screws. No surgical delay was reported.

Manufacturer narrative:
The distributor reported that the parts were discarded. However, the distributor provided pictures. Upon review of the pictures, it can be seen that the screw has fractured transversely on the shaft just below the screw head. The complaint is confirmed. No product was returned and no functional tests or inspections could be performed. Therefore, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects.